Manufacturer narrative:
Block h6:imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a large pseudocyst during a pseudocyst drainage procedure performed on(B)(6) 2024. During the procedure, the axios stent distal flange did not open up. The physician removed the device from the scope, and it was noted that the first flange was not forming a dumbbell shape. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.